Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, the tube is being pushed off of the needle during collection on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter addr 1:(B)(6). Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were used, from which 6 tubes each were filled with water, and no tube push off occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.